Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products. Model: 383059, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead showed insulation damage/breach and the right ventricular (rv) lead exhibited "inappropriate sensing." Both leads were extracted and replaced. No patient complications have been reported as a result of this event.